Event description:
It was reported that the gastrointestinal videoscope had unstable image. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: ccd (charged coupled device) unit with moisture, which leads to a poor quality image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.